Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and displayed a black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and displayed a black screen. The field service engineer (fse) isolated the auxiliary and tower from the main unit, but the main still did not power on. All drawers on the main were disconnected, and each drawer was added back into the circuit individually. When drawer 6 was disconnected, the station powered on. The fse replaced the full-height drawer controller on drawer 6. After this, the station powered on with all auxiliaries and drawers connected to resolve the issue. All drawers were tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.